Event description:
It was reported that when customer was removing the catheter, the clinician felt something was wrong at the sheath area. Customer removed the catheter with the sheath but the balloon latex was detached from the catheter. Customer tried the computed tomography angiography, but the missing latex was not found. Event occurred during a cardiac catherization. No patient complications were reported.

Manufacturer narrative:
Device not returned.